Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The shell and its packaging were returned, and from visual inspection of returned product, it was determined that the white spots could not be seen on the polybag. The bag was torn and tied in a knot. Also, the box exhibits some light damage. The polybag that was returned did not look like the bag that was used during packaging and the customer didn¿t remember anything regarding the tear in the poly bag or bag that was sent for review. The polybag was sent for testing to determine the material make-up of the debris. The ftir spectrum of the debris is consistent with a vegetable oil or wax based material. The ftir spectrum of the bag is consistent with low-density polyethylene. DHR was reviewed and no discrepancies were found. Even though the returned bag has vegetable wax or oil material/debris, as the returned bag is not consistent with the bag used during packaging, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was white spots on plastic containing shell. The surgeon elected to use a different product. No adverse events have been reported as a result of the malfunction.